Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 - bolus issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level was 131 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.